Manufacturer narrative:
This report is submitted on april 9, 2020.

Event description:
Per the clinic, the patient experienced an infection secondary to a cholesteatoma (not device related). The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.